Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report the patient had a hypoglycemic event leading to loss of consciousness, causing a car accident on (B)(6) 2015, and his receiver was having intermittent audio output. The paramedics arrived at the scene and took the patient blood glucose. The patient refused any other medical assistance and stated he was fine and could maintain his blood glucose. Patient stated that his device did not alert him when he went low. The patient is currently stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. However, a root cause cannot be determined for the reported intermittent audio output, hypoglycemia, or seizure.